Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that the experienced a high blood glucose level. The customer was treated with bolus for high blood glucose level. The customer's blood glucose value was 422 mg/dl at time of incident. The customer declined troubleshoot for high blood glucose level. The pump will not be returned for analysis.